Event description:
The sideport detached from the sheath. The sheath was replaced to complete the procedure and there were no patient consequences.

Manufacturer narrative:
The reported event of ¿the sheath was broken¿ was confirmed. The hemostasis hub had been detached from the tubing of the sheath consistent with the reported event. Dissection of the hemostasis hub revealed the header wash was formed properly and met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the detached hemostasis hub remains unknown.